Event description:
It was reported that the patient heard an audible alert from the device. A remote transmission was reviewed by a healthcare provider and a power on reset (por) was confirmed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).